Event description:
It was reported to medtronic minimed that the customer experienced software error with oops something went wrong and no communication between pump and the mobile. The customer reported no adverse event. The event involved product(s) mmt-6102, mmt-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. The customer was successful in logging in to carelink personal and the reported issue resolved, no escalation required. No harm requiring medical intervention was reported. No product return is required for mmt-6102. No product return is required for mmt-7333.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was already confirmed through database application logs. The software support team performed thorough investigation of the database application logs and found no failed login events in the user's sso or cua logs. This suggests that the user was either not connected to the internet/carelink during login attempts, or was entering an incorrect username, preventing login events from being registered under their carelink account. Testing and analysis did not confirm that this is an issue to assist with the resolution of the issue, we asked the helpline team the following to ensure that it is addressed effectively: seems the patient's latest login attempts were successful. Although their iphone 16 is likely still gray listed, it was very recently released. Just in case, here a few things to check. The user should confirm that they do not have automatic verification enabled on their iphone here are instructions on how to enable or disable automatic verification: https://support.apple.com/guide/iphone/sign-in-with-fewer-captcha-challenges-iph4f43a30c9/ios. The patient could try deleting the application and wiping the application cache as a last resort. But that will cause the loss of the data that is saved on the affected phone. Here are the instructions for that process. Settings > general > iphone storage > minimed mobile > delete app. By performing this step the customer will remove all the cached information related to the app. Remove the pump from the ios bluetooth settings. Restart the phone. Install the minimed mobile app wait 10 minutes open the app and attempt pairing again. If issue is not resolved, wait 15 minutes and try all steps again. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the 10938952doc_p. The root cause is most likely invalid credentials, possibly due to user error. No logs or evidence of a carelink fault or error found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.